Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that although the controller displays charging is "complete" with the remaining battery charge, charging has not progressed beyond 60% for more than one hour. The screen does not turn on unless it is connected to an outlet. There were no known environmental, external, and patient factors that may have caused the event. With the device connected to a power outlet, the battery level screen showed "complete" at 60%, and the controller and power adapter lights were on. After the patient was instructed on how to reset the device, the screen returned to the normal. But then the screen crashed so the patient was asked to press the button, but the screen display did not appear, and when the power was connected again, the screen display appeared, and the situation was the same as the first time. The patient had tried to reset the device several times by himself/herself, and as confirmed during the call, the situation was exactly as reported. The issue was not resolved at the time of the report. No symptoms were reported. The patient status was asked but unknown.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 ((B)(6)); product type: 0201-programmer patient g2: the country of the event is jp h6 codes belong to the controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6)product type programmer, patient h3. Analysis found that the controller passed debug modes test and no functionality failure was detected on this unit. Case/lcd shows some minor scratching on it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown implanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the issue was unknown. They had requested to deliver a controller to the patient, but the product had not been delivered due to backorder issues. The issue had not yet been resolved.